Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted during testing. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received an alarm. The customer's blood glucose was 214 mg/dl at the time of incident. The customer stated that they were able to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.